Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. Further information was requested but not received.

Event description:
New information received notes that the programmer software was updated. No further patient consequences reported.

Manufacturer narrative:
Correction: d4 - additional device information should have been included in 2017865-2024-22442 submitted on 16 apr 2024.